Manufacturer narrative:
No conclusion can be made. Based on the information provided at this time,we are unable to determine to what degree, if any, the mesh implant used to treat the patient may have caused or contributed to the recurrent hernia. Recurrence is a known inherent risk of hernia repair surgery with or without the use of mesh. Recurrence is listed in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that a patient who is part of a clinical study (phasix dvl-he-011) experienced a hernia recurrence on (B)(6) 2014 - the subject patient underwent repair of a midline primary incisional hernia with the implant of a phasix mesh. This was a retro-rectus repair without component separation technique. Absorbable monofilament suture was used for fixation of the mesh. The fascia and skin were fully closed. On (B)(6) 2018 - the subject patient was diagnosed with a hernia recurrence. This adverse event has been assessed as mild severity, possibly related to the device and not related to the index procedure. No action has been taken at this time, condition is listed as ongoing.